Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had stuck button alarm and the customer were unable to clear the alarm. The customer's blood glucose level was unknown at the time of the incident. The customer stated that they did press a button down for 3 minutes or longer. The customer received a change sensor alert, the same day they inserted it. The customer declined troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. No stuck button alarms noted during testing. Intermittent button response on the select button due to corroded keypad traces.